Manufacturer narrative:
The insulin pump was monitored no e05 alarm, battery alerts or alarms occurred during our testing. The insulin pump powered up properly after battery installation. Rewind functioned properly during our testing. The motor slide returned to the home position without sticking; no rewind anomaly noted. The insulin pump has normal operating currents. However, the insulin pump received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was stuck in the rewind process. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.